Manufacturer narrative:
A review of lot c348 was performed and there were no nonconformances associated with this lot. This lot met release requirements. Trends were reviewed for complaint categories, alarm #45: red blood cell pump alarm and drive tube leak / break. An upward trend was detected for alarm # 45. A downward trend was detected for drive tube leak / break. Alarm # 45 was investigated through CAPA (B)(4), which has been closed. Drive tube breaks were investigated through CAPA (B)(4), which has been closed, and CAPA (B)(4). Service order (B)(4) feedback is still pending. The assessment is based on info available at the time of the investigation. Evaluation of the returned kit is still in progress at the time of this report. A supplemental report will be filed when this evaluation is complete. (B)(4).

Event description:
Customer reported a leak in the centrifuge chamber during a patient treatment. Treatment was stopped at that time. Operator noted the break appears to be in the drive tube, closer to the bowl than the latch/clamp assembly. Operator reported treatment was going fine when he got a red cell pump alarm (alarm #45) and lowered the collect rate from 30 ml/min to 15 ml/min and was just as 1200 ml whole blood processed when the leak occurred. Treatment was in single needle mode. Anticoagulent ratio 10:1. The kit was returned for investigation. Service order (B)(4) was dispatched.